Event description:
The healthcare professional reports the implant was inserted (B)(6) 2022 in the patient's mouth. On (B)(6) 2024, loss of osseointegration was reported. According to the information, the patient is a healthy current/according to the information, the patient has cancer(past)/periodontitis. At the event, the patient experienced: pain. Observed during the event: bone loss/infection/mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.